Manufacturer narrative:
The reported event of failure to capture, low impedance, and sensing problem were not confirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Further analysis performed, including output verification, impedance measurements, and sensitivity test found no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance, loss of capture and low sensing. The device was not used, and a new one was implanted. There were no patient consequences.